Event description:
The iab was inserted into the pt on 4/7/98 at 7:45 pm. The pt had loss of pulses and the sheath was removed. The pt's pulses returned and the iab operated without incident until the pt was weaned from iabp and the iab was removed on 4/10/98 at 11:35 am. The iab did not malfunction. The iab was not returned to datascope for eval. [Event complications]: minor ischemia/loss of pulses-reported 4/13/98. [Pt's current status]: discharged-rpt'd 5/26/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 6/5/98).